Event description:
Additional information was received on (B)(6), 2012 when the patient underwent full revision surgery. The products could not be returned for product analysis as they were discarded by the hospital. Attempts for additional information from the physician have been unsuccessful to date.

Event description:
On (B)(4) 2012, the operative report was received from the patient's surgery on (B)(6) 2012. It was discovered that the patient only underwent a lead replacement not a full revision that day. The report stated that the patient had left ear pain with stimulation during the last year. The patient had a generator replacement on (B)(6) 2012, but the patient still had persistent left ear pain with stimulation. It was then decided that the patient needed prophylactic lead revision for patient comfort. During surgery the surgeon noticed extensive scar tissue around the leads and the surrounding jugular vein making dissection difficult. The generator was left implanted as it was just implanted in march. The generator was connected to the new leads and impedance was within limits. It was initially reported on (B)(6) 2011, by the physician that the vns patient is complaining of painful stimulation in the left side of his neck radiating up into the left ear. The patient's settings were a pulse width of 350usec and frequency of 20 hz. The last time diagnostics were performed they were within normal limits; specifics not provided. The manufacturer's consultant reported during a clinical visit with the patient on (B)(6) 2012, that the patient's current settings were output=0.5ma/frequency=20hz/pulse width=250usec/on time=7min/off time=1.1min/magnet output=1ma/magnet on time=60sec/magnet pulse width=250usec. A system diagnostics test showed results within normal limits; dcdc=3/eos=no. A normal mode diagnostics test was not performed. The pain is located in the left ear with stimulation which began in (B)(6) 2011. No trauma or manipulation occurred that is believed to have caused or contributed to the painful stimulation. There also has been no change in settings. The physician tried decreasing the patient's settings to try and help with the painful stimulation but the patient continued to feel the pain. The patient was having prophylactic generator replacement and a possible prophylactic lead revision surgery (if battery replacement doesn't improved the patient's pain). The surgery was for patient comfort. The patient was experiencing an increase in seizures, below pre-vns baseline levels, due to the lowering of vns settings.

Event description:
On (B)(6) 2012, it was reported that the vns patient was scheduled for a generator and lead revision surgery. The lead revision was originally scheduled for prophylactic reasons. The patient was admitted to the hospital on (B)(6) 2012 for multiple seizures. The surgeon's office was unable to provide any additional information. On (B)(6) 2012, the neurologist's nurse practitioner reported that the patient was admitted to the ICU on (B)(6) 2012 because, he had 25 seizures in 12 hours. The patient then had 9 more seizures while being admitted. The patient was discharged on (B)(6) 2012 and is being medically managed with IV medications and an adjustment of his po medications. The physician thinks that these seizures have been so uncontrolled and may be related to vns, which is why the patient will be undergoing a full revision instead of just a lead replacement. The nurse did not know the relationship of the increase in seizures to pre-vns baseline levels. Although surgery is likely, it has not occurred to date.